Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's implant procedure the physician encountered difficulty implanting the left ventricular lead. Upon placement of the lead, electrical values were tested and indicated high impedances were present. Fluoroscopy indicated the lv lead was dislocated. The patient's physician attempted to reposition the lead but noticed a leakage on the first third of the lead. Subsequently, the lead was explanted and replaced. The patient was reportedly in good condition both pre-and post-operative.